Event description:
The complainant has reported that a pt underwent a therapeutic procedure for hemostasis during a colonoscopy. The clinician has reported that the clip did grasp the tissue at the post polypectomy site. The resolution clip device failed to release from the catheter to complete the deployment. The device was pulled off of the mucosa. Another device was utilized to successfully complete the procedure. There is no report of the pt sustaining any ill effect as a result of the deployment issue.